Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to perpetual rebooting. Functional test was performed and failed due to unable to perform due to the perpetual rebooting. Opened receiver case to unplug and plug battery cable and attempt to download rx log was performed and failed due to unable to perform because rx unit continue to be in perpetual rebooting. The log was not downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.